Manufacturer narrative:
(B) (4). (B) (4). Damaged antiback-up the analysis results of the device found that it was received with one clip in jaws. The device was cycled and the antibackup feature was noted non-functional causing one clip partially formed. The remaining clips were conforming and then, the device locked out as intended. The device was disassembled and the lever was noted worn out, leading the antibackup failure. Possible cause for this condition may be stop the firing sequence and pulling the handle to open position. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device would not work. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No additional information was provided.